Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the faradrive sheath was prepared on table without any complication immediately before being inserted into the groin. The faradrive sheath was inserted over an exchange wire and into the la. Only the dilator had been inserted into the sheath throughout. The sheath had not been connected to a flush port of any kind. The physician then aspirated back on the sheath and noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, and air was being drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely cause. It was ensured that the side port was closed to air. More air was aspirated into the syringe and the sheath could not be guaranteed to be air free. No air entered the patient. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return, a kink was noted on the shaft distal end. The sheath was able to successfully pass leak and aspiration testing. No defects were seen on the integrity of the flush lumen and the hemostatic valves that could have caused air ingress in the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the faradrive sheath was prepared on table without any complication immediately before being inserted into the groin. The faradrive sheath was inserted over an exchange wire and into the la. Only the dilator had been inserted into the sheath throughout. The sheath had not been connected to a flush port of any kind. The physician then aspirated back on the sheath and noticed that a large column of air drew back into the syringe. The physician attempted multiple aspirations, and air was being drawn into the syringe continuously. No air was drawn from the distal sheath, and it was noticed that the valve was the likely cause. It was ensured that the side port was closed to air. More air was aspirated into the syringe and the sheath could not be guaranteed to be air free. No air entered the patient. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.